Event description:
A report was received that the patient underwent a lead revision wherein the lead was discovered to be coiled which resulted in a fracture of the lead. The fractured lead was replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead was fractured. Visual inspection of the lead found all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor.

Event description:
A report was received that the patient underwent a lead revision wherein the lead was discovered to be coiled which resulted in a fracture of the lead. The fractured lead was replaced. The patient was doing well following the procedure.